Event description:
The pt reported that she was not feeling well for the last month. She was vomiting and she thought it was a fever. When she did not feel batter, she contacted her hospital for a check. She was admitted on (B)(6) with a blood glucose of greater than 30 mmol/l. The hospital bg meter read 17 mmol/l while her own pdm meter says 5.2 mmol/l and her bayer contour usb meter read 16 mmol/l. She received an infusion with nacl and used her insulin pen to lower her bloods glucose. She was discharged from the hospital on (B)(6).

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported inaccurate low test results or to determine any root cause. No qualification records were reviewed because no product lot number was reported.